Manufacturer narrative:
Other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (50 mg/ml at 27.977 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that in (B)(6) 2015 the patient had woken up with withdrawal symptoms; legs were shaking, heart was racing, and blood pressure went up. A dye study test was done. With the dye study, the hcp (healthcare professional) "had to flush the tubing and thought she had a clot somewhere in the line." The patient stated that "she used to be a cardiac nurse for a long time and was telling the hcp what was going on and said when they flushed the tubing it may have given her a good reading."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.